Manufacturer narrative:
The complete initial reporter's facility name is orlando health winnie palmer hospital for women and babies. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that they noticed water under the arctic gel pad during therapy and are suspicious of a leak. They said that happened on back-to-back pads and that they kept both and would be happy to send in. They mentioned that the water was very cold and between the isolette and blue side of the pad. They estimated that there was no more than a half cup of water but that it was likely far less because water looks more spread out.

Event description:
It was reported that the customer stated that they noticed water under the arctic gel pad during therapy and are suspicious of a leak. They said that happened on back to back pads and that they kept both and would be happy to send in. They mentioned that the water was very cold and between the isolette and blue side of the pad. They estimated that there was no more than a half cup of water but that it was likely far less because water looks more spread out. Per follow up information received via task on 05nov2025, at the time there was a concern that the pads were leaking and not sure that was actually the case or condensation from the baby.

Manufacturer narrative:
The initial reporter's phone number: orlando health winnie palmer hospital for women and babies. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation the reported event is addressed within the labeling as it states: warning: do not place the neonatal arcticgel pad over transdermal medication patches as warming can increase drug delivery and cooling can reduce the drug delivery, resulting in possible harm to the patient. Cautions: do not allow urine, stool, antibacterial solutions or other agents to pool underneath the neonatal arcticgel pad. Urine, stool and antibacterial agents can absorb into the pad hydrogel and cause chemical injury, skin irritation, and loss of pad adhesion over time. Replace pads immediately if these fluids come into contact with the hydrogel. Directions: 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.0 l per min. 11. When finished, purge water from pad. The neonatal arcticgel pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.